Event description:
It was reported that shaft break occurred. A 4.00x32mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft broke. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break at 205 mm distal to the distal end of the strain relief. Hypotube kinks were also noted along several locations of the hypotube shaft. This type of damage is consistent with excessive force that might have been applied on the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft.

Event description:
It was reported that shaft break occurred. A 4.00x32mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft broke. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported.